Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): the nurse was injured when the safety shield did not function after the puncture. The shield remained in the middle of the needle. MFR ref #9610825-2013-00096.